Event description:
It was reported that the patient experienced vague issues with ten infusion sets, basically blood glucose wouldn't respond to bolus via the pump and so site was changed, not sure of any physical issues with the infusion sets. On (B)(6) 2025. User replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR (B)(4)/ initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.